Event description:
Squamous cell carcinoma [squamous cell carcinoma]. Case description: spontaneous report was received on (B)(6) 2012 from a physician via a company rep regarding a pt (gender not provided), initials - (B)(6). The pt received epicel an unk number of times. The outcome of the pt is fatal. On an unspecified date, the pt was grafted with epicel. The epicel lot number was not provided. On an unspecified date, the pt developed squamous cell carcinoma. The intensity for the event of squamous cell carcinoma was not provided. Relevant concomitant medications were not provided. The relationship between epicel and the event of squamous cell carcinoma was not provided. (B)(4). Additional info was received on (B)(6) 2012 from a physician via a company rep. The pt was male, initials (B)(6), in 1993, the pt was grafted with epicel. On an unspecified date, the pt expired. No further info available at this time.

Manufacturer narrative:
Qa investigation results were received on (B)(6) 2012. Eval summary: this event is currently not linked to a pt lot number, so qa is unable to perform an investigation including a batch record review and a review of the qc sterility and em data (since all data is linked to pt lot number). Because of the serious nature of this event qa will leave this record open until pv indicates all efforts have been exhausted in determination of the pt lot number. Manufacturer's comment: the benefit-risk relationship of epicel is not affected by this report.